Event description:
Caller reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using cold, lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label and that insulin should be at room temperature before filling a cartridge per the user guide. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery.